Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: nozzle has foreign objects, due to clogging of channel tube, suction volume did not meet the standard value, due to clogging of channel tube, forceps could not be inserted smoothly, and the channel tube had foreign objects. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause for the reported malfunctions could not be established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during reprocessing the subject device exhibited glue in the working channel (histoacryl). There were no reports of patient involvement.